Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests with two disposable novasure devices. On hysteroscopy a uterine perforation was seen at the fundus. A laparoscopy was performed and the perforation was cauterized. The pt was discharged home following the procedure. In 2008, the physician reported the pt has been seen on follow-up and is doing fine.

Manufacturer narrative:
Device history record review was conducted for the reported lot number and was determined to be valid. Currently unable to establish a relationship or impact to the reported observation due to no product available or serial number provided. The lot number was not provided for the second device; therefore, the device history record review for this device was not able to be performed. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment (step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforation under all possible circumstances. Clinical judgement must always be used.